Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire got separated. Reportedly, no part of the device was detached inside the patient. The procedure was completed with an autotome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached and bent. Additionally, the working length was kinked at 16cm from handle section. The device was observed under magnification and it was noted that the cutting wire was blackened, the cut of the cutting wire was not smooth and the distal tip was cracked. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the cutting wire was detached, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the break in the cutting wire could have been generated if there was not constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. In addition, the working length was found kinked and the tip cracked. These conditions could have been generated by the technique used to advance the device through the endoscope or if the device tip was hit with a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire got separated. Reportedly, no part of the device was detached inside the patient. The procedure was completed with an autotome device. There were no patient complications reported as a result of this event.